Event description:
Pt called on 5-24-03 alleging their meter would only prompt error 5 and error 9 messages. No symptoms or adverse events were reported. The issue was not resolved with troubleshooting.